Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2021-38432. Investigation summary: with all the available information, boston scientific concludes that the reported event is confirmed as visual examination identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, with the potential for forward firing. It is probable that the identified detritus adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including circumferential fractures. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that can occur through normal use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The glass cap exhibited severe devitrification at output window. The metal cap exhibited moderate charred detritus adhesion on surface, indicative of tissue contact. The fiber proximal to fracture can rotate independently of the metal cap. The fiber was functionally tested with helium neon (hene) laser fixture and the testing conducted did not identify any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate, the first fiber used exhibited issues with the metal cap. The beam window was replaced with a metal piece and the laser was unable to fire. A second fiber was opened, but it kept going into standby mode and would not fire appropriately. The physician checked the coolant on the console, lowered the power and raised the saline back and lifted the table and replaced the fiber. The third opened fiber also kept going into standby mode. The procedure was successfully completed with a fourth fiber without patient complications. The fiber was returned for analysis, and the analysis conducted identified a circumferential fracture, with the potential for forward firing. This record corresponds to the second fiber.